Manufacturer narrative:
The failure of the unit was due to the coil. The coil was sent to smag for evaluation; the manufacturer states that the probable cause of coil failure was inadequate maintenance due to the fact that the unit has not been serviced by karl storz since 2004 and it cannot be confirmed that it was serviced to correct specifications by the owner.

Event description:
Mor is based on preliminary information received by karl storz, who has not conclusively determined the cause of the adverse event. This mor is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl storz products were causally related to the incident. Allegedly, during a stone fragmentation procedure, lithotriptor failed; procedure was aborted and rescheduled. No impact on patient. This occurred at: (B)(6).